Manufacturer narrative:
Event description continuation: patient received anticoagulant during the procedure with activated clotting time maintained at 300 to 350 seconds. There were no errors reported by the biosense webster inc. Systems. There was no shaft proximity interference (spi) warning. The smart touch catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17553212m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant medical devices: non biosense webster, inc. - baylis c1 needle; preface sheath (8f), model #: unknown, lot #: unknown ; carto 3 system, model #: unknown, serial #: unknown. Manufacturer's ref. (B)(4)

Event description:
It was reported that a patient, (B)(6), underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. At the end of the procedure post intracardiac echocardiography (ice) imaging, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed. The patient was reported to still be in surgery at the time that the event was reported. The patient did require one extra day of hospitalization due to the pigtail being in place from the pericardiocentesis. The patient fully recovered with no residual effects. A factor that may have contributed to the event was the patient¿s aneurismal septum. The physician was unsure of the cause. Initially, he considered the possibility that it was the transseptal puncture. After, he said it could have been the radio frequency. The transseptal puncture was performed with a baylis c1 needle. A preface sheath 8f was used. Generator parameters include power control mode and temperature cut off value of 45 degree celsius. The exact time of injury or place of injury was not known. However, the values when the issue possibly occurred were temperature 29-31 degrees celsius, impedance 105 ¿ 115ohms and power 20 ¿ 35 watts titrated depending on location and affect. The flow setting was set to typical smart touch settings.